Event description:
A report was received that following a revision procedure (MFR report number: 3006630150-2019-04662), patients remote control was having difficulty communicating with the implant and was unable to charge the ipg. Physician could not recall if electrocautery was used during the previous procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
A report was received that following a revision procedure (MFR report number: 3006630150-2019-04662), patients remote control was having difficulty communicating with the implant and was unable to charge the ipg. Physician could not recall if electrocautery was used during the previous procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the complaint of difficulty charging the ipg after the lead revision was confirmed. The device could not be charged after three charging attempts. There are burn marks on the case. It also does not power up using an external power source. It exhibited excessive sleep current (167 ma), high temperature on u2_asic 52.9 degrees celsius, and low vh (high voltage) impedance (17 ohm). This type of damage occurs when the ipg is exposed to high-voltage transients that causes an electrical short on the asic. The burn marks on the case suggests that electrocautery was used during the revision. Exposing the ipg to electrocautery may cause permanent damage to the stimulator based on the dfu.